Event description:
The customer stated that she was treated on (B) (6), 2010, (B) (6), 2010 and (B) (6), 2010, for low blood glucose levels of 16, 28 and 33 mg/dl. The customer stated that the lows occurred after her health care professional made changes to the insulin pump programming. Since then, the health care professional has adjusted the programming. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.